Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/ asked but unavailable. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. Therefore, not explanted. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon noticed the haptic of the intraocular lens (iol) was bent in the cartridge when inserting the lens into the patient's operative eye. The lens had touched the eye, however, it was not inserted. No other information was provided.

Manufacturer narrative:
Additional information: additional information was received from the patient's implant card of the replacement lens used in the surgery providing the surgeon's name. The following sections have been updated accordingly: section e1: title: dr. Section e1: reporter first/last name: (B)(6). Section e2: health professional: yes. Section e3: occupation: physician. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.